Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). A refill issue was reported. The company representative reported that they were able to aspirate 2ml from the reservoir which was expected but when they tried to fill the pump they were unable to. It was confirmed proper needle orientation, the manufacturer¿s refill kit was being used and the kit tubing was checked for patency. Per the reporter they had not had any difficulties with refill the pump in the past and the patient did not have any hyperbaric treatment or any falls/traumas. The following were reviewed with the reporter, checking for proper needle orientation, try a different manufacturer refill kit, locked valve procedure (hold negative pressure), use smaller (5 or 10) syringe to force saline into the reservoir. The reporter would try the recommendations reviewed and would follow up with the healthcare provider. There were no reported patient symptoms and no further complications reported.

Manufacturer narrative:
Section d information referenced the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2017 product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter the pump was returned for analysis. Pump analysis found low battery resets with an undetermined root cause. The catheter (B)(6) was returned for analysis. Catheter analysis found no significant anomaly. The catheter (B)(4) was returned for analysis. Catheter analysis found coring, tearing, cuts in the seal of the sutureless connector which met leak criteria.- the conclusion 92 no longer applies. 71 applies to the catheter ((B)(4)), 12 applies to the pump and the catheter (B)(6). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient's healthcare provider. It was reported that during a pump refill, the hcp could not aspirate more than a couple of ml of white, foamy fluid. It was confirmed that the foamy fluid was identified as fat or lipids. The pump was again aspirated the next day under flouroscopy. Again, only a minimal amount of fluid which was foamy and whitish liquid was aspirated from both the side port and the central port of the pump. The patient's entire system was replaced. When the pocket was opened, the hcp found "a lot of whitish colliquated and liquid fat around the pump." The hcp noted that the pump had been implanted for a long time without any problem. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Patient code (B)(4) is no longer applicable for this event.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that they were planning to replace the patient¿s pump this friday ((B)(6) 2017). They were not able to aspirate and only got white foam out of the side port. The specimen was sent for analysis. The patient was being managed with orals. The pump was due to be replaced this summer, but the physician moved it up to this friday. Additional information was received on (B)(6) 2017 and it was reported that the cap (catheter access port) procedure was done to determine if the replacement was a pump only or a full replacement. On wednesday ((B)(6) 2017) the full system was replaced. The pump pocket had white fluid. The general surgeon looked at the white fluid in the pocket and thought it was liquified fat. There were no signs of infection. The pump was delivering morphine (20 mg/ml at 1.5 mg/day). An additional indication for pump use was failed back surgery syndrome. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.